Event description:
Reference number (B)(4). Event occurred in the united states. On 16-sep-2024, the patient reported that infusion set cannula was bent with in 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to 778 mg/dl. The patient also reported that she was in intensive care unit and her physician gave insulin and fluids via IV and stabilize the patient blood glucose. The infusion set was in use for 2-4 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- device 3 of 3.